Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting with a value of 5.1 inr. Due to the high result, a sample from the patient was tested in the laboratory at an unknown time using an unknown method, resulting with a value of 3.7 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and medication was not changed based on the meter result. The patient is currently in stable condition. The customer stated that when collecting the sample for meter testing, the first drop of blood was wiped away and the second drop was used. The customer's product was requested for investigation and replacement product was sent to the customer. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.